Manufacturer narrative:
This report is being submitted to report additional information. D4: unique identifier (UDI) number is not provided / unknown. Zimvie received one implant for evaluation. Visual evaluation was performed, signs of use. Removal damage was identified. The implants collar was fractured. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur, and the reported event of fracture was confirmed but peri-implantitis remains non-verifiable. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Upon follow up customer replied as follows: collar had already fractured, deeming the removal of the implant.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0002023141-2023-01551.

Event description:
Clinician called to provide event update. She stated on (B)(6) 2023 patient returned to office and was diagnosed with peri-implantitis. Gave patient amoxicillin and peri guard rinse, due to bleeding. Patient returned on (B)(6) 2023 and implant was removed at that time.

Event description:
It was reported that the implant at tooth location #14 was removed due to peri-implantitis.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: unique device identifier (UDI) number not applicable. G4: additional PMA/510(k) number ¿k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.